Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional later reported hole, and "once the capsule was divided free silicone gel was encountered." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening and observed missing shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare reported right side rupture was shown on ultrasound. Healthcare provider noted "right gel implant rupture" and "observations made during surgery" of "hole, non-specific". Healthcare provider additionally reported "once the capsule was divided, free silicone gel was encountered." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side rupture diagnosed by ultrasound. Device remains implanted.